Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product event summary: the data files and the afapro28 balloon catheter with lot number 12415 were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed two applications were performed using balloon catheter identified as afapro28 with lot number 12415. The patient file showed 15 applications were performed using balloon catheter identified as afapro28 with lot number 12416. The console output data (pressure, preset pressure, and flow) showed pressure was tracking preset pressure and flow readings which were as expected. However, the temp profile is unexpected during transition phase (temperature reached -70 degrees celsius within 19 seconds) using balloon catheter identified as afapro28 with lot number 12415 at applications one and 2. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for two applications on the reported event date. During functional testing, a sudden temperature drop was observed at the beginning of the ablation phase. The ablation temperature was very cold (below -60 degrees celsius (°c)). The inflation, ablation, and thawing phases were completed. No console system notices were generated. During inspection of the balloon segment, a fracture/crack was observed on the injection tube. The fracture/crack was identified at the coil area. In conclusion, the reported issue of the temperature dropping faster than expected was confirmed through analysis and testing. The balloon catheter failed return inspection due to a fracture/crack on the injection tube at the coil area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter temperature dropped unexpectedly. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.